Manufacturer narrative:
The complaint of particulate matter on item kl-va201u3 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) review couldn't be performed due to lot number for this complaint was unknown.

Event description:
Update received. The customer stated that based on the sample evaluation, no anomalies were observed in the product itself.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemosafelock vial adapter where it was reported that a small foreign matter was inside an infusion bag. The use of the actual sample was before use to the patient. There was no reported impact of event on patient and medical institution worker. There was no patient involvement and no patient harm.